Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the surgeon attempted to toggle needle of device, but the jaw has locked down closed during use. The needle was still present in the jaw once removed. There was no time lost, there was no damage to tissue, and there was only a couple of minutes delay while the second instrument was opened. The pt outcome was fine.

Manufacturer narrative:
.